Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " drain placement and the fr size is indicated: reorder #: drain size: drain shape: fluting trocar depth indicator: v072230, 19 fr. Round hubless, full ¿, dot. V072234, 24 fr. Round hubless full ¿ dot." (B)(4). The device was not returned.

Event description:
It was reported that the size of the channel drain was larger than devices previously used (B)(4), and would not fit on the bulb. The user stated there was a visible difference in diameter when the drains were next to each other.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the size of the channel drain was larger than devices previously used (072230), and would not fit on the bulb. The user stated there is a visible difference in diameter when the drains are next to each other.